Event description:
While pt undergoing repair of atrial septal defect, secundum with cardiopulmonary bypass. The arterial cannula fractured at site of heavy tie. Cannula required immediate replacement. No pt injury.